Manufacturer narrative:
Subsequent information was received that a revision procedure was performed approximately one month later, this lv lead was capped and surgically abandoned. A new lv lead was implanted successfully. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up in clinic, this left ventricular (lv) lead exhibited high out of range pacing impedance measurements and loss of capture (loc). The lead was observed to have fractured. A revision procedure was planned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. This investigation will be updated should further information be provided.